Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was hospitalized for 2 days, due to diabetic ketoacidosis (dka) while wearing the pod on the arm between 36 and 48 hours. Upon removal, it was noticed that the pink slide did not move forward, indicating a failure on the needle mechanism. At the hospital, the patient was placed on an intravenous (IV) of insulin.